Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the device evaluation and the legal manufacturer's final investigation. The subject device was returned to an olympus service center for evaluation and the customer's complaint was confirmed. The flickering of the image was found to be caused by a loose receptacle unit. During the evaluation, it was also observed there was no serial digital interface (sdi) output due to a faulty dp board (printed circuit board). Based on the legal manufacturer's investigation, since the device was manufactured over 7 years ago, it is likely the loose receptacle unit occurred due to aging. It is likely the sdi output was disrupted due to aging and failure of components related to image output on the dp board. The device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment.

Manufacturer narrative:
The device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During maintenance of the device, an endoscopic image was flickering on the monitor. Other detailed information was not provided. There was no report of patient injury associated with the event.